Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
The peritoneal dialysis (pd) patient¿s contact reported the patient experienced drain volume that was over 1040% of their fill volume. The patient¿s contact stated the patient discovered in the morning that they were still in drain 1 of 4. The heater bag was partially full and the supply bag was entirely full. The patient contacted the pd nurse and was advised to cancel the treatment and manually drain. The patient was able to manually drain 1800ml. The treatment was not completed. The patient had a last drain volume of 18744ml and their largest fill volume was 1802ml. The reported large drain of 18744ml was 1040% over the expected drain volume which resulted in a reportable malfunction. The patient was asymptomatic. The cycler was replaced.

Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. A visual inspection of the returned cycler exterior showed no sign of physical damage. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The drain times were within the time specifications. The valve actuation test and system air leak test passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.